Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The cardiac resynchronization therapy defibrillator (crt-d), left ventricular (lv) lead, and right ventricular (rv) lead were explanted. The right atrial (ra) lead was capped.  No further patient complications have been reported as a result of this event.